Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the received guide shaft is bent. A visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The damage sustained by the returned guide is consistent with the prongs of the shaft being exposed to torsional forces beyond the plastic deformation limit of the material. However, given the unknown circumstances at the time of the deformation a root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, this device is intended for use during lag screw insertion in the dynamic hip and dynamic condylar screw (dhs/dcs) system. The guide shaft was received intact with a torsional bend of the distal tip. Specifically, it is the prongs that key into the lag screw that are bent. There was also observed deformation of edges of each prong. The proximal end shows scraping and indents. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already bent. As the manufacturing revision of the guide shaft is unknown, a review of the current design drawing and the design history was performed. Based on the device etchings, the device was manufactured prior to november 03, 2010. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) device is an instrument and is not implanted/explanted. It is unknown if the subject device will be returned for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip screw (dhs) guide shaft with flats broke and another guide shaft with flats was discovered to be bent during a left hip open reduction internal fixation (orif) utilizing a dhs construct on (B)(6) 2016. Upon initial insertion of a lag screw, a pop was heard and it was discovered that the dhs guide shaft with flats was broken. When a second lag screw was implanted without the use of a connecting screw, the second dhs guide shaft with flats was determined to be bent. There was a reported 15-20 minute surgical delay and additional x-rays were required. No fragments were retained in the patient. The procedure was completed without further incident and with the patent in stable condition. This report is 2 of 2 for (B)(4).